Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The physician successfully deployed a taxus express2 - 2.5 x 24 mm drug eluting stent. Upon withdrawal the physician felt resistance. No pt injuries or complications were reported.